Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the found the slide sleeve was broken, components were loose and the device was in pieces. It was noted the slide sleeve was broken and internal components were corroded. The assignable root cause was due to improper cleaning and care. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the quick coupling device came apart and was in two or three pieces. The reporter stated that something broke or fell off the device, maybe a pin. The event was not reported to have occurred during a surgical procedure. It was not reported if there was a delay to a surgical procedure due to the event, however there was an unspecified spare device available for use. It was reported that there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.